Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker's battery indicated it had two years remaining and a magnet rate of 90 beats-per-minute (bpm). Approximately three months prior, the longevity said two and a half years remaining and a magnet rate of 90 bpm. Review of device data indicated the device had no abnormal resets and no recorded memory errors. It's possible the previous settings with auto capture on caused the device to go into suspension and switch current bins and set the 90 bpm magnet rate. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.